Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the healthcare provider wanted to adjust therapy on the patient with baclofen. According to clinician programmer, the pump should still have 12 ml of residual drug left, but they were not able to aspirate any volume at all. They tried several times, using different refill kits. The patient has only very light spasticity. They tried to reduce the baclofen therapy to zero, so they cannot tell if there is an underdosage. Attempting to fill the pump with 20 ml of nacl was being considered in order to help determine if there was an issue with the last refill or if there was possibly a human error or handling issue. The healthcare provider agreed to try this out later and was to call back with the results. Additional information was later received from a nurse on (B)(6) 2025 that they were able to fill the pump with 20 ml, indicating that there was an issue with the last refill. Under what circumstances the issue observed was unknown.